Manufacturer narrative:
Device evaluation: a visual and a tactile inspection was carried out on the device: the balloon was twisted at 12.5 cm from the tip. An attempt to inflate the balloon was made: for a pressure below 1 bar: the balloon was still twisted. Two bar: the balloon was no longer twisted but the balloon showed a profile change in correspondence of the former twisted point. Six bar: the balloon was no longer twisted but the balloon showed a profile change in correspondence of the former twisted point. Ten bar it was no longer possible to detect change in the balloon profile in correspondence of the former twisted point, the balloon is completely inflated. The guidewire tube underneath the balloon is twisted in several points. Afterwards, the balloon was completely deflated, without report any issues. Image review: from the analysis of the images it has not been possible to clearly identify the balloon twist. The images show the patient's lesion anatomy. It is possible to see images of a balloon inflation but, the size of the balloon does not match with the returned twisted balloon. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use a pacific xtreme balloon to treat a cto lesion in the sfa of a patient. The patient had a prior history of pvd with ulceration. Upon inflation the balloon kinked and never expanded. Balloon twist occurred. Suboptimal result with pta within a cto. The same inflation device was used post difficulty with no issues. The lesion was calcified and eccentric. The balloon was inflated multiple times (9.5, 20, 16.1, 15, 16.1), balloon was only partially inflated (napkin ring). No other treatment noted. The event is a device error and not a lesion or pressure related. No patient injury or clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.